Event description:
Reportable based on analysis completed on 30 sep 2013. It was reported that the stent was unable to cross the lesion. A 3.50x32 mm promus element plus stent was used to treat the lesion. The stent was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination confirmed distal stent damage. Stent strut rows 3 and 4 from the distal edge were flattened. Tip damage was also noted i.e. The tip was slightly flared. This is consistent with the tip encountering resistance during advancement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).